Manufacturer narrative:
(B)(4).

Event description:
It was reported that a an unknown "system failed alert" occurred on the mobile device. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the bin file was performed and signal loss over 1 hour was not found within the investigation window. The allegation was confirmed. The probable could not be determined. The reported event of a unknown "system failed alert" is reportable based on the finding of signal loss over 1 hour. No injury or medical intervention was reported.